Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds that had become high. The implantable pulse generator (ipg) was also noted to have premature battery depletion. The lead was capped and replaced. The device was explanted and replaced. During the replacement procedure the new lead exhibited placement difficulty and the stylet would not advance in the lead. The lead was not used, and anther lead was implanted. No patient complications have been reported as a result of this event.